Event description:
It was reported that white spotting was found on the control head of the colonovideoscope after reprocessing. Troubleshooting was performed and the white reside was successfully removed using an alcohol prep pad. It was observed that too much detergent was being applied onto the scopes, causing the build up of residue. The reprocessing cleaning steps will continue to be monitored. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, it is confirmed that user used too much detergent during pre-cleaning/bedside cleaning which may have contributed the event. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.